Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 428 mg/dl. Customer states that insulin pump keeps telling them blood glucose required. Customer states that they were deal with it everytime they eat. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was declined for troubleshoot. The insulin pump will be replaced, and customer agreed to return the product for analysis.